Event description:
Customer reported to have high and low blood glucose. Customer also reported to have had problems with sensor and tape irritating the skin. Customer reported to have had low blood glucose of 43 mg/dl and does not believe it was from insulin pump but from hiking. Customer consulted healthcare professional regarding low blood glucose. Customer declined transfer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.